Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge x 32, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 7025135.

Event description:
It was reported that the patient did not receive pain relief from the spinal cord stimulation (scs) therapy. The patients device was reprogrammed multiple times, however it had minimal effect. The patient underwent an explant procedure of the scs system. Post operatively the patient had recovered. The explanted devices were disposed of by the hospital.